Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had gone blank and delivered an extra bolus, and alarmed for a motor error. The customer was unsure of the blood glucose reading. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The insulin pump passed the displacement test and the manual prime was successful without a recurrence of the alarm. Several other alarms were noted for a history error. The insulin pump had not been stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
An alarm was noted on the alarm history screen due to a corrupted history file. The pump passed the self test and error alarm tests. The pump also passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, and a cracked case near the display window corners.